Event description:
It was reported that the patient was experiencing pain due to inadequate stimulation and lead migration. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted device was not returned.